Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to recurrent dislocations. Prior to revision, an x-ray was provided showing that the liner dissociated from the shell. The stem, head and liner were revised (rep confirmed stem was revised to provide different version and offset).